Event description:
The device was reading high and doctor instructed that pt take glucophage three times a day due to the device results. He passed out and was taken to the hospital where he received some kind of IV. He does not always keep the test strips in their original capped vial.